Event description:
Freestyle libre 3 sensor. Patient was wearing freestyle libre 3 sensor in his arm. Reports bumping his arm against doorframe. Later sensor fell off early. Once sensor fell off, patient states that he thinks the thin filament was left in his arm. Reports pain where sensor was placed and could see something sticking out of his arm. Patient has poor vision and was unable to tell if the filament was attached to the sensor when it fell off. Unable to visualize arm myself to confirm. Although I have had another patient with the same reported issues. Reference report mw5115419.